Event description:
A pt underwent a colonscopy and polypectomy. A colonoscope was passed under direct vision to the cecum, obtaining a clear view of the appendiceal orifice, ileocecal valve and the cecal cap. Just adjacent to the appendiceal orifice, a 5-6mm polyp was removed by the snare cautery. Fragments of the polyp were obtained, for some reason the bulk of the polyp would not aspirate into the container. Reporter has some fragments of the polyp, however, and there is no obvious malignancy in this small polyp.